Manufacturer narrative:
The investigation into the reported access site bleeding and limb ischemia has been completed since the original report was filed. The root cause of the access site bleeding - major cannot be determined as there was a lack of information provided and no product returned. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient experienced oozing at their access site and later lost pulse down their impella leg following impella cp implant. Perclose sutures were tightened to manage the oozing and a reperfusion sheath was placed coinciding with an external fem-fem bypass to treat the ischemia. Support remained ongoing following the intervention.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿